Event description:
It was reported via repair work order that the bed was stuck in trend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was stuck in trend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that conversation with the customer revealed that the bed has been repaired and put back into service. However, customer stated that he does not know what part had malfunctioned on the unit.